Event description:
According to the reporter, during a laparoscopic thoracoscopic partial pulmonary resection, while using the five reloads, upon finding of the fact that a thread-like material of approximately 3.5 cm adhered or shaved during use was sticking to the resected specimen. It was noted that the component fell into the cavity of the patient. The user manually collected the material due to adhesion on the surface of the specimen. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic partial pulmonary resection, while using the five reloads, upon finding of the fact that a thread-like material of approximately 3.5 cm adhered or shaved during use was sticking attached to the resected specimen, it was noted that the component fell into the cavity of the patient. The user manually collected the material from the specimen using a sword due to adhesion on the surface of the specimen. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt endo gia (lot number: p1g0644), unknown endo gia (lot number: unknown). Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reloads were fully fired and the interlocks were engaged. The jaws of the reloads were open. The staple pushers on the proximal side were pushed back to the cartridges. For the first reload, a damage to the cutting edge of the knife blade was observed. Scraped marks were confirmed on both sides of the knife channel on the cartridge surface. The received purple resin piece was approximately 3.5cm in length. One skewed staple was stuck in the knife channel on the distal end of the cartridge surface. There were deformed anti-friction nylon pads on I-beam. Functionally, the reloads were loaded into a representative handle. The clamping mechanisms were deformed. The interlocks were overridden and the reloads were applied to test medias. Test medias were transected. The reload interlocks were tested and found to function properly. It was reported that a component disengaged from the device into the surgical cavity and fragments or shavings were created when the device was fired. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was applied on over indicated tissue and the device had damage to the cutting edge of the knife blade. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.